Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed. Patient weight is unknown.

Event description:
It was reported that on (B)(6) 2021 the patient experienced a low voltage alarm while on fully-charged batteries and performed a controller exchange for loss of external power. The driveline disconnect during exchange lasted approximately 4 minutes due to the patient misaligning the arrows. The patient was asymptomatic during the exchange and during the low voltage alarms. There were no alarms reported once on the backup controller. Log file analysis captured a few odd power cable disconnects and low power advisories following a power swap from mobile power unit to batteries. Log file analysis also showed multiple pulsatility index events occurring throughout the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, log files were submitted for review, and log files were downloaded for review as well. The log files contained overlapping events spanning approximately 3 days (10jul2021 ¿ 11jul2021, 23jul2021 per timestamp). Events occurring on 23jul2021 are from product testing at abbott. On 10jul2021 at 09:13:44 there was a single atypical low voltage alarm while connected to 14v battery power on the black power cable where the rsoc voltage decreased for the duration of the alarm and then increased back to an expected value after the alarm cleared on its own. The driveline was disconnected from 10jul2021 from 09:17:19 - 09:17:52, reconnected from 09:17:53 - 09:18:58, and was finally disconnected for a system controller exchange on 10jul2021 at 09:19:19. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. The heartmate 3 system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended duration and no atypical alarms occurred. The reported event was not reproduced. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 01feb2019. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect, low voltage, and no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.